Manufacturer narrative:
H3: one device was received for analysis. Service history review identified that the device had not been in service for the past 12 months. The event history log review identified multiple ¿cassette not attached properly¿, alarm. The customer issue was confirmed; the latch sensor was found to be defective through the latch/lock test. The sensor was replaced. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for cassette not attached error, during device analysis, a defective latch/lock sensor was found. There was no patient involvement.